Event description:
Unsolicited: pt's husband reports he does monitor time with each syringe and feels like it is getting infused faster. Needle set, tubing and dose has been same. Husband stated that it takes 40 min each. Total 80 min which does match with pharmacy freedom pump sheet (1 h 21min). Only may be few minutes faster. Husband also complained about when he is trying to lock syringe in pump, it does not make click sound sometimes. Husband requested new pump and pharmacy is sending. No issue with infusion. Infusion was completed. No injury, missed doses or adverse events reported due to pump issue. Pump is available to analyze (sent return box). Serial number and maintenance due date: unknown. No further info. Reported to cvs/caremark by pt/caregiver.